Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the cartridge cracked. The iols were left implanted, it was reported that there was no patient harm with any of the events, so they usually just load the iol into a different cartridge and proceed with the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A used company cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence of placement into a cartridge. No damage observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. No problem was found with the used company cartridge was returned for this file. No damage was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The instruction for use (IFU) instructs to use the cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Completely fill the cartridge with ovd, immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There five other complaints in this lot, from this facility. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).